Event description:
It was reported that pump displayed malfunction alarm code 9 with fault ID 0x20f1, and no notable events occurred before the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer was informed that malfunction code was resettable, technical support provided pump reset instructions, and caller planned to call back because reset could not be completed at that time.